Manufacturer narrative:
(B)(4).

Event description:
It was reported that through merlin.net transmission noise was observed when an asymptomatic patient presented in clinic. The noise was not reproducible through isometrics or pocket manipulation. Upon review of transmission low pacing lead impedance was noted. It was also noted that inappropriate antitachycardia pacing therapy was delivered due to the noise. Lead was explanted and replaced. Patient was stable after the procedure.